Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012, and replaced the peristaltic pump tubing, mixer rollers, mixer spinners, and the incubation belt. The fse tensioned the incubator belt and adjusted the instrument voltages and ultrasonics. Eval codes: roller, spinner.

Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for multiple patients involving access 2 immunoassay system. The customer stated level 2 quality control (qc) was low and out of specification. The customer performed special clean between replicates. Subsequent testing on an alternate access 2 immunoassay system recovered results within the normal reference interval. The elevated results were released out of the laboratory. The customer retested all patient samples back to the last acceptable qc performed and was to make corrections as required. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.